Event description:
A malfunction alarm was reported, identified as "malf 12." There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who assisted with resetting the pump, after which the same malfunction code did not recur. Customer was advised to continue using the pump and to contact support if any issues reappear, which they acknowledged.